Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 7.0 x 20, 75cm mustang balloon catheter was advanced for post-dilatation. However, during inflation the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The returned device was loaded onto a 0.035in guidewire and attached to an encore inflation unit. Positive pressure was applied to inflate the balloon. The balloon was successfully inflated to its rate of burst pressure of 20atm (atmospheres) with no leaks or drops in pressure noted. The pressure was held for 30 seconds. The inflation device was verified at 20atm, before and after use with a calibrated pressure. This inflation to rate of burst pressure of 20atm was repeated three times and with issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 7.0 x 20, 75cm mustang balloon catheter was advanced for post-dilatation. However, during inflation the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.